Event description:
It was reported that the mlx 300w xenon lightsource (00mlx) started smoking when it was plugged in. The fuses were checked and were good; however, the user could not get the device on after it stopped smoking. The device was not in contact with a patient. No patient injury, death, or surgical delay was reported.

Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation: the device history record (DHR) was reviewed, and no abnormalities related to the reported issue were observed. Failure analysis: the returned 00mlx mlx 300w xenon lightsource was in used condition. Evaluation identified that the lightsource had a damaged power supply unit (psu), ac entry, fuses were blown and missing screws. To fix this unit, the psu, ac entry, fuses and two screws were replaced. "The event of a blown fuse is a failsafe to ensure the safety of the device and the user in the event of an electrical overload. The fuse can be replaced following the instructions for use (IFU). The iec 60601 certified fuses prevent the risk of harm.¿ root cause analysis: the reported complaint was confirmed. The reported issues were most likely due to rough handling/environmental damage. No manufacturing, workmanship, or material deficiency has been identified.